Event description:
Procedure type: donor nephrectomy/kidney/adrenal gland. Pt gender: unk. According to the reporter, the balloon exploded during use. Nothing fell into pt's cavity. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. No further pt details were obtained.